Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for this lot root cause: insufficient information source: phone.

Event description:
Customer reporting 1 discordant sars result. Customer states the initial test produced a positive result while the second test produced a negative result. Customer has a headache but no other symptoms.